Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that on (B)(6) 2023 the patient developed a bacterial infection at the pump pocket. They were admitted for treatment on (B)(6) 2023. On (B)(6) 2023, the patient had their pump explanted due the to the infection. They remained in hospital as of (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection could not conclusively be determined through this evaluation. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , was returned with the pump cable severed approximately 7.5¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. The sealed outflow graft bend relief had been severed near its hardware, and the remainder of the material was not returned. The apical mini cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device captured events consistent with the patient¿s explant procedure. The retrieved data appeared to capture the device functioning as intended. (B)6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The IFU lists infection (local, driveline, pump pocket) as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient developed a major infection at the pump pocket. They were admitted for treatment on (B)(6) 2023. On (B)(6) 2023, the patient had their pump explanted due to methicillin-sensitive staphylococcus aureus (mssa) and methicillin-resistant staphylococcus aureus (mrsa) infection around the pump and the outflow graft. They remained in hospital as of (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted for treatment on (B)(6) 2023 and received drug therapy. The cause of the infection was complexities due to medical management.